Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. It was reported the patients urine is pink and plasma free and hgb is elevated. There was concern for hemolysis. The pump was repositioned as the impella as it was deep in the left ventricle. It was also reported that bilateral lower extremities were cold and unable to doppler pulses. Narrow pulse pressure (5-10mmhg). The pump was explanted and patient survived.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The pump was not returned for investigation. Data log review was not provided or could not be retrieved from the remote server. The root cause of the hemolysis issue was not determined without returned product review and sufficient clinical details, including data logs. The root cause of clinical symptoms, ischemia, low blood pressure/hypotension and hematuria could not be determined due to insufficient clinical details.